Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus czech regional repair center (rrc, returned to rrc on (B)(6) 2020. The evaluation/investigation at the rrc confirmed that the returned hf-generator is in standard condition.the generator board of the hf generator was exchanged out of precaution. Based on the information available, the exact cause of the reported phenomenon and the user's experience could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure at an unknown date, the esg-400 hf-generator issued error message e433. The intended procedure was completed using a similar device and there was no report about an adverse event or patient injury.